Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician was unable to fully connect the competitor right ventricular (rv) df4 lead pin into the header of the bi-v implantable cardioverter defibrillator (ICD)&#517;ader/connector block, this resulted in noise on the v-egm. The physician made multiple attempts to refit/reseat the lead in the connector/header without success. The physician chose to remove and replace the device with an alternative device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.